Event description:
New information noted that the lead was capped and replaced on (B)(6) 2019. The patient's condition was stable after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that an asymptomatic patient presented for a follow-up in clinic. Upon device interrogation, the patient's right ventricular lead exhibited low pacing impedance and episodes of oversensing noise. It was also noted that sensing was low in the bipolar configuration. The noise was reproducible in clinic with isometric movements. Programming changes were made.